Event description:
It was reported the subject device showed blue and yellow stripes on the edge of the image. The issue occurred during a therapeutic laparoscopic surgery. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found "camera cable is broken" as a new reportable finding. Based on the results of the investigation, it is likely that the image abnormality "blue and yellow stripes on the edge of the image" occurred due to the charge coupler device and the camera cable failure, producing an inability to communicate normally. For the broken camera cable, the results of the investigation did not lead to the identification of the cause of the occurrence. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.